Manufacturer narrative:
Beckman coulter service engineer was dispatched. Beckman coulter service engineer confirmed the leak from the reagent probe but the primary cause of the event was unknown due to multiple parts were replaced. Service replaced multiple parts and that resolved the leak and qc issue. (B)(4).

Event description:
Customer reported to beckman coulter customer technical support a leaking reagent probes along with quality control issues on their unicel dxc 600i synchron access clinical system. Customer stated that there were no reports of erroneous results generated. No reports of injury or exposure. Customer was wearing their personal protective equipment.